Event description:
Device malfunction: loss of resistance, foot break. Time of malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician, trained in the use of the perclose a-t device, attempted common femoral arteriotomy after an interventional procedure. When the plunger was depressed, the device came out of the body, and a foot break was observed. Reportedly, the patient was asymptomatic and blood flow was normal. Hemostasis was achieved with an angioseal. There were no adverse patient effects. Though requested, no additional information was provided.

Manufacturer narrative:
Evaluation summary: the returned device showed that the posterior portion of the foot was broken off and was not returned. The posterior needle tip was still loaded on the shank. A possible cause for this failure mode was the needle tip deflecting low and striking the foot causing the foot break. However, this could not be confirmed, because there was no detected damage to the posterior needle or needle tip and the posterior cuff and link were not returned with the device. No manufacturing issue was detected. A root cause of the loss of resistance and foot break could not be determined. A review of the device history record for this lot did not produce any findings relevant to this investigation.